Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed no apparent inconsistencies other than mechanical injuries to the sewing ring which appeared artifactual of explant. X-ray analysis revealed no apparent inconsistencies. These findings would not account for the symptoms noted clinically. H6: 86 = x-ray analysis.